Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device connected to the otv-s300 which had been used in combination with the subject device and the otv-s300 which was omsc asset and found that the reported phenomenon could not be duplicated and the subject device functioned without any problem. Also there was no scratch and/or dirt on the electrical contacts of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but there was the possibility that this phenomenon was attributed to the temporary contact failure of the electrical contacts of the video connector of the subject device due to some factor. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for investigation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the unspecified therapeutic procedure with the subject device at the user facility, the scope communication error message (e226) was displayed twice on the monitor. When the user replaced the otv-s300 used in combination to a similar device and reconnected the subject device to it, the error message was disappeared and the user then complete the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.